Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient had inappropriate therapy from ventricular tachycardia (vt) episodes with no wavelet match. The patient also had thirteen supra ventricular tachycardia (svt) episodes that matched the vt episodes and were appropriately labeled by the sinus tachycardia discriminator. The device remains in use. No further patient complications have been reported as a result of this event.